Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge and infusion set to address the issue. Customer's blood glucose was 130 mg/dl.